Event description:
The hospital representative reported an infusion pump with a failure code 810:02. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.